Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to activate the screen, with the issue having started approximately two months ago. There was no adverse impact on the customer's blood glucose level. Initially, technical support instructed the customer on how to properly press the button, which resolved the issue as the button functioned as intended. However, the customer later expressed concerns and dissatisfaction due to the recurring problem and inability to upload pump data for further investigation. As a result, a replacement pump was sent to maintain customer satisfaction. The customer was advised on returning the problematic pump and updating the new pump with current settings and connections. Customer will continue to use current pump.